Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a "red x" on the insulin gauge. Reportedly, there was a message to change cartridge for an unspecified reason. The customer changed the cartridge and was able to resume insulin delivery. There was no reported adverse impact to customer's blood glucose level. The customer declined to provide additional information and declined to troubleshoot with tandem technical support.